Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the brakes will no longer keep the wheels locked on the left side due to the teeth not grasping to the wheel. When the locks are engaged they tend to slip and the wheelchair rolls.